Event description:
Customer observed an initially elevated advia centaur cp troponin ultra (tni ultra) result that was lower upon repeat on the same advia centaur cp and a second advia centaur cp. There are no reports that treatment was altered or prescribed based on the initially elevated result. There are no reports of adverse health consequences based on the discordant advia centaur cp tni ultra result.

Manufacturer narrative:
The cause of the non-reproducible elevated advia centaur cp tni ultra result is unknown. The site uses nested micro sample cups that sit inside siemens sample cups, however, the customer has been using these cups for some time. No conclusions can be drawn. A siemens customer service engineer (cse) went on site and performed a total service call. The rinse block was replaced. The wash displacement port and the rs port were cleaned. The cse observed 6 cuvettes with dried crystals on the exterior. The dried crystals were also observed in the ring. The ring was cleaned. The fluidic functions were checked and the probes were calibrated. 120 replicates of multi-diluent 11 were tested. Qc was good. System was fully operational upon departure. The cse noted that the instrument is on a table which is not very sturdy. No conclusions can be drawn. The summary and explanation section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."